Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) laboratory technician, (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the pulse generator did not meet the expected longevity and no field settings were received.

Event description:
This report is to advise of an event observed during analysis.